Manufacturer narrative:
For the reported malfunction, lot number was provided, and lot history review. The sample was returned for evaluation. Material rupture and leak were confirmed for the device. Based upon the available information, the definitive root cause for this malfunction is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cqf7584 pta balloon dilatation catheter allegedly experienced material rupture and leak. This information was received from one source. Of the one material rupture and leak, one involved patients with no patient consequences. The one patient was a (B)(6) year old male and weighed (B)(6) kg.